Event description:
Our foreign office reported that a female patient experienced pain and teary eyes with corneal abrasions while using complete double moist with her silicone hydrogel contact lenses. The report indicated symptoms started sometime last autumn. At the time of the report, she was seeing a doctor regularly. No treatment details or an outcome were provided.

Manufacturer narrative:
Lot number of solution used by patient is unknown, and the manufacturer does not have any patient information that would allow us to further out investigation of lot number and adverse event details. It is unknown if the device failed to meet specifications, as we have not received the complaint sample for analysis, nor have we received an identifying lot number to perform product investigation. The device was most probably being used for treatment, as this type of device is not typically used for diagnostics. The relationship, if any, of the device to the reported incident / adverse event is unknown. The complainant reported an association between the amo device and the reported event. However, because we have not received the complaint sample for analysis, nor have we received an identifying lot number to guide our testing, we have been unable to determine the relationship. Root cause has not been established.